Manufacturer narrative:
The unit functioned properly during the rewind, the basic occlusion, the occlusion, the prime, the excessive no delivery, and the displacement test. There was no prime or fill anomaly, however, the motor was noisy during rewind due to a faulty motor. The insulin pump was received with a minor scratched display window, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked case near the reservoir tube widow, and cracked battery tube threads.

Event description:
The customer called in to report issues with rewinding the insulin pump, a grinding noise, and high blood glucose levels. The customer's blood glucose level was 300 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.